Event description:
Event description boston scientific received information that this pacemaker was being explanted for normal battery depletion. The patient had an underlying escape rhythm at 24-45 bpm; therefore, no temporary pacing wire was placed. However, when removing the ventricular lead from the device header, the terminal pin separated from the lead. As the patient is pacemaker dependent, the physician was in a hurry to get the lead out and he is not sure if he loosened the set screws appropriately. The phsycian then clipped the pacing system analyzer (psa) black clip onto the lead coil that was exposed and temporary pacing was provided until a new right ventricular lead was placed. There were no adverse patient effects.